Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 04-aug-2016 which refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) in (B)(6) 2010. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, the post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, excessive weight gain, excessive hair loss, dental problems, and chronic fatigue. She had never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from multiple physicians, but was unable to resolve them. On (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. Almost six years later, she underwent a hysterectomy to remove essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this pain prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation (':"filshie clip was densely clipped to the essure device intraoperatively the fundus of the uterus was ruptured') and pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with surgery (tlh, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, pelvic discomfort, menorrhagia, abdominal distension, abdominal pain, abnormal weight gain, alopecia, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, fatigue, menorrhagia, pelvic discomfort, pelvic pain, tooth disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted: dob given in mr is (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information , other relevant history , auto-narrative supplement , event :"filshie clip was densely clipped to the essure device intraoperatively the fundus of the uterus was ruptured " added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('filshie clip was densely clipped to the essure device intraoperatively the fundus of the uterus was ruptured') and pelvic pain ('increasingly severe pain/chronic pelvic pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with surgery (tlh, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal distension, abdominal pain, abnormal weight gain, alopecia, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, fatigue, heavy menstrual bleeding, pelvic discomfort, pelvic pain, tooth disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted, dob given in mr is (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain, uterine perforation. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 12-set-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. Almost six years later, she underwent a hysterectomy to remove essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this pain prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the product technical complaint analysis, there is no relationship between the reported event and a quality defect. Further information will be obtained through litigation process.